Event description:
Pt was admitted with a displaced subcapital fracture of right hip. The next day underwent hemi-arthroplasty of the right hip. When inserting the prothesis, it jammed. While attempting to get it back out, the pt developed a fracture of the proximal large trochanteric piece.